Event description:
A customer observed multiple, higher than expected, vitros valp quality control results on a vitros 5,1 fs chemistry system. The following results were obtained: qc fluid biorad l1 = 34.2 vs. An expected result = 22.1 g/ml; qc fluid biorad l3 = 112.8, 133.0, 113.5, 126.2 vs. An expected result = 93.4 g/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, higher than expected, vitros valp quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd fe performed service actions to multiple subsystems of the analyzer and al alternate valp reagent lot was put into use an acceptable performance was obtained. The investigation could not determine a definitive root cause. There was no conclusive evidence to suggest a reagent or instrument malfunction therefore an instrument or a reagent related issue could not be ruled out as contributing factors.